Event description:
The operator of an advia centaur instrument observed smoke being emitted from the back of the instrument. The operator turned off the power to the instrument and ventilated the room. There were no injuries or illnesses sustained by the laboratory staff due to the smoke emitted from the instrument. The instrument was processing one patient sample when the smoke was observed. It is unknown what assay(s) the sample was being tested for. There are no known reports of patient intervention or adverse health consequences due to the instrument power being turned off while the patient sample was being processed.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the power supply had failed. The cse replaced the power supply, rebooted the instrument, and verified that the instrument thermals were correct. Quality controls were run and were within range. The cause of the smoke emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.